Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative that an ar-4020c-07 implant broke on insertion. All was retrieved. It was replaced and the same event occurred. The surgeon made the decision that the second screw was fixated enough to leave it in. The broken end of the second implant was retrieved. The case was completed with no further issues.